Event description:
The facility stated that the model cc4204bf intraocular lens was successfully implanted by the surgeon, but damage to the lens was noted after implant. The surgeon removed the lens without injury to the patient. The facility indicated that a model msi-pf injector was used and a model sfc-25 fp cartridge was used to deliver the lens into the patient's eye. The lot numbers for these items was not specified.